Event description:
Device malfunction: balloon rupture. Symptoms / ae: none. Time of malfunction: during use. It was reported that during dilatation in the heavily calcified superficial femoral artery, the fox plus ruptured at unspecified atmospheres. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.